Event description:
The customer returned the ultrasound gastrovideoscope to the service center for evaluation related to a separate issue. During testing, the service center identified the device had missing adhesive ke45 at forceps cover, hairline cuts, peelings & missing sealant at edge, the objective lens had peeling on cement and the ultrasound transducer had black stains. The charge coupled device was replaced. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.